Event description:
It was reported that, the video system center front panel was not working. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the device was evaluated where an additional potential adverse event was confirmed where there was no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel and no image issue was likely due to a main circuit board failure. However, a root cause was not determined. Olympus will continue to monitor field performance for this device.